Event description:
Consumer was trying to change unit of measure. No adverse event reported.

Manufacturer narrative:
Product not returned for eval. (B)(4). This report is being filed due to the identification of a new failure mode for this device. Based on an investigation, we determined this report should be filed based on the date of the complaint call. Investigation determined that the meter was within specifications.